Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was bent, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Customer reverted to an alternate method of insulin therapy customer reportedly went to the emergency room for diabetic ketoacidosis; blood glucose value was not provided. Multiple attempts were made by tandem technical support to follow up with the customer for additional information; however, no response was received, and no further details were provided.